Manufacturer narrative:
An event regarding wear involving an unknown metal head was reported. The event was not confirmed. Method & results product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were provided for review. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device identification details and return of the device are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported by counsel that claimant underwent right tha on (B)(6) 2013, and was implanted with an lfit cocr femoral head and accolade stem. She was revised on (B)(6) 2021, due to alleged pain, metallosis with elevated cobalt chromium levels.